Event description:
A user facility reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking air/water from the distal tip and around the balloon placed on the scope tip. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope adhesive was found peeling off or cracked due shock. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking between distal end and probe unit, probe unit loose leaking, pink rubber minor dent-not affecting function, light guide cover glue peeling, bending section rubber cracked, elevator channel loose, auxiliary water channel disconnected, and angle wire stretched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that some kind of external force was applied to the area. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer that the event occurred during preparation for use, prior to an upper endoscopic ultrasound procedure. It was reported that the procedure was completed using similar device (different gf-uct180 scope) with 5¿10-minute delay to change out the scope.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field updated: b5.